Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of malfunction alert code 61 was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet displayed alert code 61 indicating an external flash write error, prompting the user to switch to alternative therapy; the user reverted to multiple daily injections and a replacement device was arranged. Symptoms included hypoglycemia with a reported glucose nadir of 47 mg/dl and approximately 1 hour 30 minutes spent below range, which was treated with oral carbohydrates. Outcomes included temporary interruption of automated insulin delivery and user transition to backup therapy without hospitalization or professional medical intervention. Investigation included device return for manufacturer evaluation. Investigation of this case revealed a device malfunction consistent with a memory write error associated with the electronics/firmware component. It was concluded that the cause was a device malfunction related to a flash memory chip failure.